Manufacturer narrative:
The devices remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2007, a gore tag thoracic endoprosthesis was implanted (tg2610/ lot# 04758952). Five days later, another gore tag thoracic endoprosthesis was implanted (tg2610/lot #04634918).

Event description:
In 2007, a gore tag thoracic endoprosthesis was implanted to repair a traumatic pseudoaneurysm. In 2006, a postoperative computed tomography scan revealed that the proximal end of the device had infolded. In 2007, another gore tag thoracic endoprosthesis was implanted and the infolding was successfully repaired. The patient tolerated the procedure.